Event description:
Doctor reports that he/she felt a twinge in hand that was holding the hemostat during coagulation with an electrosurgical unit. Unit and all disposables were bought to biomed and tested. Electrical safety test and output readings on all levels were consistent with past readings and fall within accepted levels. Biomed was not able to duplicate problem as reported. Unit was returned to service.